Manufacturer narrative:
Analysis of the device found high current measurements due to an anomalous component within the hybrid circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that it was reported that the device was explanted due to premature battery depletion.